Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed the top of the battery cap was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: during the investigation, it was observed that the returned battery cap was difficult to remove from the pump due to a stripped top. A test battery cap was used and it was able to be easily inserted and removed from the pump. The battery cap¿s manufacturing height and width were within specification. Unrelated to the initial complaint, it was observed that the battery compartment was cracked and the pump cover was cracked between the corner of the lens.